Event description:
A malfunction code, malf 12, was reported by the customer with prior occurrences documented for the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.